Manufacturer narrative:
Device eval by MFR: the device was returned for analysis. Visual and microscopic inspection revealed a catheter twist in the lap joint section. Impedance testing showed an electrical open at distal wave form. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen.

Event description:
Reportable based on device analysis completed on 06oct2023. It was reported that catheter kink occurred. The target lesion was located in the upper arm fistula. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter became kinked and there was no image. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the catheter was twisted.